Event description:
Complainant alleged that while attempting to monitor a pt for chest pain, the device inappropriately shut down. The clinician replaced the battery and the device operated normally. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.